Event description:
The customer reported that the insulin pump alarmed motor error during the basal process. The customer's blood glucose at time of call was 311mg/dl. Troubleshooting was performed. Received the alarm history and no alarms were found. Ran a displacement test and the test failed. Assisted the customer to perform the self test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.